Event description:
Pt mixed flolan and instilled in pump cassette. As she started to infuse, she noted that the solution in the pigtail of the cassette was clear, the solution from the connection of the extension tubing up to the filter was cloudy, the tubing from the extension tubing filter to her cvl was clear. She remixed more floan and put it in a new cassette, removed the previous cassette and tubing and reconnected. That set-up had clear solution throughout.